Manufacturer narrative:
Not returned to manufacturer.

Event description:
Angioedema.] This serious spontaneous report was received from a physician in united states. This report concerns a (B)(6) female who experienced angioedema during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection 10 mg/ml, weekly, for osteoarthritis from (B)(6) 2016. The patient received a series of euflexxa shots in the right knee on (B)(6) 2016. The prescribing physician reported that patient stated she developed angioedema shortly after the series of shots (exact date unknown). This was just recently reported to the physician in november. The angioedema was medically significant. Action taken with euflexxa was dose not changed. In 2016, the outcome of angioedema was recovered. The following concomitant medication was reported: aspirin, crestor, flexeril, isosorbide mononitrate, metoprolol, plavix, prevacid, xyzal, lidoderm patch. At the time of reporting the case outcome was recovered. Overall listedness (core label) is unlisted. Reporter causality: related company causality: unassessable other case numbers: case number, others = (B)(4). This ae occurred in the us and concerns the medical device euflexxa. Please report to your local health authority if required by local law. No corrective action was done by the manufacturer or requested by regulators. Argus number: (B)(4).